Manufacturer narrative:
D9: device received on 1/22/2025. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The reported issue was confirmed through testing, in the device's event history log and a check clutch error was also found. The main issue was found to be a faulty plunger tube, carriage, plunger cable and motor. The plunger tube(rod), carriage, plunger cable, plunger head mount and dowel pin were replaced. Also, replaced the left and right clutch, clutch spring, worm coupling, and motor to fix the check clutch issue.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a check syringe plunger error. There was no patient involvement, no patient injury was reported.